Event description:
It was reported to boston scientific corporation (bsc) that an endovive replacement one step button was placed in the stomach during a procedure performed on (B)(6) 2026. It was reported on (B)(6) 2026 that this was the first time a feeding tube was attached to the patient's gastrostomy button while being managed in the ward. During the midday feeding, the attending nurse supported the button with their fingers and confirmed that the connection was secured before leaving the patient's bedside. Approximately 40 minutes later, another nurse returned to administer medication and noticed that the feeding solution was leaking. The gastrostomy button was no longer visible at the body surface. A thorough search was conducted; however, the button was not found externally. It was reported that the patient had left-sided paralysis, and there were no signs suggesting self-removal of the button. A CT scan was performed the same day. Imaging revealed the button had migrated into the stomach, and it was successfully retrieved endoscopically using a scope. A non-bsc button was placed in the same fistula. There were no reported patient complications as a result of this event. After several days of observation, the patient was discharged.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Section e: this event was reported by the distributor. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of placement button broke into the patient. Imdrf impact code f2301 captures the reportable event of additional device required. (The detached button was retrieved endoscopically.) Imdrf impact code f19 captures the reportable event of surgical intervention.